Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo.

Event description:
It was reported that there was noise exhibited with both right atrial (ra) and right ventricular (rv) leads. The leads were suspected for fracture, and subsequently removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.